Event description:
End user states the left caster bearings are bad. End user states she is in a model t4 wheelchair a size 22 wide but she needs a 24 wide but the provider got her in a 22 wide because the 24 wide will not fit through her doorway.